Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 85% to 55% after being connected to a power source. There was no impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump for insulin therapy.